Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code but was resettable. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which they understood.